Event description:
Philips received a complaint on the dfm 100 indicating that the therapy cable is abnormal. The device was not in clinical use at the time the issue was discovered. Results of functional testing indicated that the paddle surface was abnormal and the paddles needed replaced. The device remains at the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.